Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty communicating with and charging the implantable pulse generator (ipg). The patient underwent an ipg replacement and was doing well postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty communicating with and charging the implantable pulse generator (ipg). The patient underwent an ipg replacement and was doing well postoperatively.